Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the log in procedure was slow. The customer reported that all users are waiting up to or longer than sixty seconds while attempting to log into all of the pas devices and the malfunction resulted delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user experienced slow login issues due to insufficient disk space. A technical support specialist dialed into the device, followed knowledge article to clean the winsxs folder to free disk space, and then rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the log in procedure was slow. The customer reported that all users are waiting up to or longer than sixty seconds while attempting to log into all of the pas devices and the malfunction resulted delay in patient care. There were no adverse events or injuries reported based on this incident.